Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to an unused, migrating pulse wire cutting into the lead 1- and lead 2- wires. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that an electrode belt's ecgs were non-functional.